Event description:
Pt had 18 gauge single lumen PICC line placed 8/15/95. For 2 weeks line funcitoned without problems. 8/29/95, line leaking copious amounts of fluid; when flushed, a steady stream would come out. Unable to remove line. Md notified. Peripheral line placed. Line site dressed and pt instructed per md to go to office in am. 8/30/95, line surgically removed in dr's office. Line had developed a tear under the skin and line was partially adhering to the wall of the vein.